Event description:
Reporter alleged discrepant blood glucose results of 492 mg/dl back to back with a result of 107mg/dl when testing was performed 1 minute apart on the compact plus system. Reporter stated the customer was not experiencing any hyperglycemic or hypoglycemic symptoms during the time of testing however went to the doctor due to the higher reading. No report of actions or treatment. A request was made for the return of the suspect device and replacement product was sent.